Manufacturer narrative:
Product summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed sepsis and pneumonia post implant of the implantable cardioverter defibrillator (ICD)&#1241;stem. The ICD system was explanted. No further patient complications have been reported as a result of this event.